Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. Additional information had been requested on how stent detachment occurred, however no response was received. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed and opened up from their folded position on the distal and proximal sides and still folded in the centre. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-sep-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician dilated the lesion with a non-bsc balloon catheter and re-advanced the device but was unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.